Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The upper case was also noted to be broken.

Event description:
The device was returned to the manufacturer for field advisory repair. It was analyzed and tested out of specification. No information was received indicating patient involvement.